Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure (batch no. 863568,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy on (B)(6) 2012. On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: second pregnancy identified for patient. Cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Lot number: 863568, manufacturing date: 2011-05, expiration date: 2014-05, lot number: 880434, manufacturing date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.